Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Visual/tactile inspection, microscopic analysis, dimensional and functional testing were performed. Multiple kinks were identified along the length of the hypotube shaft. Stent struts were flared at the proximal and distal section. The port exchange was severely twisted. The device was attached to an encore inflation unit and a pinhole leak was observed at the side of the port exchange.

Event description:
Reportable based upon device analysis. It was reported that during a coronary angioplasty procedure a 3.50 x 32 mm synergy shield was advanced and positioned over the lesion site. The delivery system balloon failed to expand when pressure was applied. An additional stent was used to complete the procedure. However, device evaluation revealed a pinhole leak.